Event description:
It was reported that the colonovideoscope had an incompatible scope error (e315). The issue occurred during the inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 - address (B)(6) the device was not returned to olympus for inspection and the reported failure was no confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.